Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 115 to 130 mg/dl. Customer observed symptoms of hypoglycemia a week ago. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 110 mg/dl and 114 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 107mg/dl (B)(6) 2015 07:07 am; 2: 70mg/dl (B)(6) 2015 05:44 pm; 3: 119mg/dl (B)(6) 2015 07:24 am; 4: 78mg/dl (B)(6) 2015 01:25 pm; 5: 126mg/dl (B)(6) 2015 09:45 am. Adverse event not reported.